Event description:
During a remote follow up, episodes of oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the oversensing was due to post paced t wave.